Event description:
Dolphin tubing ref dol-tub, lot #s147051, when connected to dolphin machine, the read out was bad transducer, we changed the dolphin machine, and the read out was the same. Therefore, a new tubing was open and given to the sterile field, this time the dolphin machine worked, the defective tubing was retained and labeled.